Event description:
It was reported that the programmer's printer and/or printer drawer was in need of repair, that the "25 mm/sec" button did not always work and that the touch pen stylus did not always work, even when the pen was changed out for a new one. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a printer issue, the printer showed an "out of paper" message and would not print and therefore the printer was replaced to resolve and it was verified that the "25 millimeter/second" button worked as expected. Analysis also confirmed the customer comment of a stylus issue, the stylus skipped in some areas at the top of the screen and therefore the overlay/bezel assembly was replaced and the stylus calibrated to resolve. Product ID: 229047 software analyzer. (B)(4).